Event description:
On (B)(6) 2012, the patient's sister reported that her brother had fallen on (B)(6) 2012 due to low blood glucose and broke his jaw. He had been working on his roof all day and had also stepped on a nail. When she came home she found him unconscious on the floor. She tested his blood glucose level and it was read low. She gave him an injection of glucagon and he regained consciousness 10-15 minutes later. She then gave him juice. Once he was feeling better she helped him change his clothes and drove him to the hospital. He did not receive treatment for low blood glucose while at the hospital. He was treated for his jaw and the nail puncture only. After the incident the patient began using his new infusion device. The patient did not make any allegations against the performance of the infusion device he had been using. The patient's normal blood glucose level is 180 mg/dl. The patient has been under an increased amount of stress. The patient stated that his blood glucose level drops when he works and during the day of the incident he went inside to eat lunch around 11:00 am to bring his blood glucose level up. He stopped around 4:00-5:00pm and went inside to eat dinner. The patient went to bed early and woke up around 12:00am. He was sweaty and was trying to get out of bed and that was the last thing he remembered. The patient's sister calls him at 3:00am every day, when he did not answer she went to his house to check on him. The infusion device was not requested to be returned for product evaluation.